Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 488mg/dl at time of incident. Customer also reported that no delivery alarm during bolus. Troubleshooting was performed for insulin flow blocked resolved by changing complete set. Drive support cap was normal. Customer declined to perform high pressure test but self test was performed and it passed. Customer advised to monitor the pump and call back if issue occur again. The product was not returned for analysis.